Manufacturer narrative:
Load wheel casting.

Event description:
It was reported through that the head section load wheel casting was broken. There was no reported pt involvement or adverse consequences.